Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was ruptured and came out of the patient. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon ruptured and came out of the patient. No medical intervention was reported.

Event description:
It was reported that the foley catheter balloon ruptured and came out of the patient. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. An eggshell 3 way foley catheter was returned opened without original packaging. The catheter was noted to have the balloon appear to be cut off. Unable to test for torn or burst balloon. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause the balloon to burst." Correction: h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.